Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified solution. It was reported that prior to patient use during priming, the tubing separated from an unspecified location of the dial-a-flo assembly. The tubing set was replaced and the therapy was initiated. There were no reported adverse effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The domestic list number has a common device name of 80fpa and is pre-amendment 510k. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.